Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height drawer 4.2 had physically damaged rails. A field service engineer (fse) brought new drawer to station and found that the drawer was a legacy half height. Further the fse looked into auxiliary and found that drawer 4.1, which was also a legacy half height drawer, was empty and not in use. Then the fse swapped drawers around so that the broken drawer would be in a not used position. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure, drawer 4.2 had a metal piece dislodged from it. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.